Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to (not meet) all product specifications related to the reported event. Evaluation verified the keypad malfunction while attempting to navigate through the pump. The #3 key was found to double tab when any other key was pressed.. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad not working properly. There was no involvement associated with this event. No additional information is available.